Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a curity sponge gauze. The customer stated that the gauze is ripping very easily and strands are getting in the wounds.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.